Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% restenosed, concentric, de novo target lesion was located in the severely tortuous and moderate to severely calcified bifurcation of the left circumflex coronary artery. Following predilatation with 2x12 semi-compliant balloon catheter, a 32 x 2.75 promus elite drug-eluting stent was advanced for treatment but could not cross the lesion. However, it was noted that the stent strut has been damaged. The procedure has been adjourned in order to use rota next time. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR. : promus elite ous mr 32 x 2.75mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope identified stent damage with the distal struts lifted. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% restenosed, concentric, de novo target lesion was located in the severely tortuous and moderate to severely calcified bifurcation of the left circumflex coronary artery. Following predilatation with 2x12 semi-compliant balloon catheter, a 32 x 2.75 promus elite drug-eluting stent was advanced for treatment but could not cross the lesion. However, it was noted that the stent strut has been damaged. The procedure has been adjourned in order to use rota next time. There were no patient complications reported and the patient was stable.